Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerloc infusion set was returned for evaluation. An initial visual observation of the video showed the proximal end of a powerloc infusion set with a piece of gauze placed directly below. In the beginning of the video, a small drop of liquid was observed to absorb into the gauze directly below the infusion set hub; however, due to the quality of the video, the exact location of the leak is unknown. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leakage from port needle extension tube. No further details available or provided.